Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced bilateral rupture post-operational. As a result, the patient underwent device removal and replacement with 575cc saline mentor smooth round moderate profile breast implants, catalog number 3501690, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019. This report is for the patient's left-sided device.